Event description:
It was reported that the event involved a male pt while in the intensive care unit. The intra-aortic balloon (iab) was inserted through the fr sheath via left femoral artery approx 2 hours prior with no issues. The nurse reported the intra-aortic balloon pump (iabp), serial number (B)(4), was alarming possible helium leak every 2 minutes during use on a pt. As a result, the pump was switched out successfully for another pump. Per the md there was no report of pt death, complications or injury. No medical/surgical was required. There was no delay or interruption in therapy. The pt outcome is well. The engineer checked the pump and confirmed it was the #4 drain valve that malfunctioned. It was noted that the iabp is under warranty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.